Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he has been experiencing low blood glucose readings for the past two weeks and went to the hospital on (B)(6) 2014 for dehydration and a low bg reading (no specific reading was provided). The customer was treated with an IV drip. The pod was discarded. Multiple attempts to contact the customer for more information were unsuccessful.